Manufacturer narrative:
The complaint investigation for false non-reactive results for one blood draw out of five in total of one patient tested with the architect hiv ag/ab combo assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and testing of retained material. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. The overall performance of the likely cause lot was investigated in a sensitivity setup and by utilizing two commercially available seroconversion panels. Sensitivity performance is acceptable and not negatively impacted. Based on the investigation, no systemic issue or deficiency with the architect hiv ag/ab combo reagent lot was identified in the complaint.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
(B)(6) architect hiv ag/ab combo results of (B)( 6) were generated for a patient (ID (B)(6)) on (B)(6) 2021. The same patient was redrawn on (B)(6) 2021 (ID (B)(6) ) and the results were (B)(6) . A new sample was drawn on (B)(6) 2021 and tested at a reference lab using elfa, lia and pcr methods. All results were reactive. A new sample was drawn on (B)(6) 2021 (ID (B)(6) ) and the architect hiv ag/ab combo result was (B)(6). The results from (B)(6) 2021 are believed to be (B)(6). No adverse impact to patient management was reported.